Event description:
The customer reported that the ventilator would not operate on battery. The customer reported the unit was not in use on a patient. The manufacturer's service technician confirmed the reported issue. The service technician reported that the battery will be replaced to complete the service.